Event description:
This customer reported that the device displayed "comms errors" for the pts that were being centrally monitored at the time of the event. This indicates a loss of central monitoring; the duration was about 20 mins. Pt vital signs monitoring continued at individual bedside monitors. The reporter did not provide additional info for the pt.

Manufacturer narrative:
Code result (other) : terminal server. The device is an installed centralized pt monitoring system that utilizes a sun microsystems central processing unit (cpu) and related computer network peripherals. The device receives, analyzes and displays pt vital sign data from multiple bedside multifunctional pt monitoring devices through either wired or wireless connections. This customer reported that the device displayed "comms errors" for the pts that were being centrally monitored at the time. This indicates a loss of central monitoring. Although centralized monitoring at the time. This indicates a loss of central monitoring. Although centralized monitoring was temporarily lost during the event, pt vital signs monitoring continued at the bedside pt monitors for all pts connected to the system. The reporter confirmed that there were no pts harmed in any way by the event. By event here, and in the codes, we mean the loss of centralized monitoring. The problem was corrected by directing the institution's staff to reboot (power off and then back on) a computer network peripheral called a terminal server. This action did not involve removing any equipment from the site and the action corrected the issue. This suggests a transient problem- one that could not be further identified or isolated. Subsequent follow-up with the customer confirmed that the problem had been resolved.